Manufacturer narrative:
Prior to closing the surgical site following a major laparotomy procedure, the gauze count indicated a missing gauge. X-rays were done but the gauze was not identified. The gauze was located on visual inspection of the site and was removed without incident. No patient injury resulted. It was reported that the x-ray strip was on the gauze. The weight of the patient was not reported and it is not known if that or the positioning of the patient played a role in the lack of identification under x-ray. The gauze was not saved for evaluation. Our testing of this product shows it is detectable via x-ray. Without a sample, we are not able to confirm the reported incident and have not identified a potential root cause. During the past two years, we have not had any other similar issues reported for this product. However, in an abundance of caution, we are filing this medwatch.

Event description:
The x-ray detectable gauze was not identified on x-ray. The gauze was found prior to closing the surgical site. No injury resulted for the patient.